Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.0/1.5/92 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was removed and in a subsequent surgery later that day, a longer length lens was implanted due to refractive surprise and refractive change over time. The problem was resolved. Reportedly, "after the first operaton, the vault of the lens was low , and the size of the replacement lens was changed from small (12.1mm) to large (12.6mm). Cause of the event is unknown.

Manufacturer narrative:
No similar complaints within associated lots were found. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).